Event description:
It was reported that the patient was physically attacked and began to have phrenic nerve stimulation a day or so later. On (B)(6) 2011, a chest x-ray confirmed left ventricular lead dislodgement. On (B)(6) 2011, the patient was taken into the lab and fluoroscopy revealed that the superior vena cava vein was blocked. The lead was explanted and replaced with a longer lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.